Event description:
Legal counsel for the patient alleged that patient underwent m2a hip arthroplasty on (B)(6), 2006. Subsequently, the patient was revised on (B)(6), 2010, due to pain. The femoral stem, modular head, and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleged that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2010, due to pain. The femoral stem, modular head, and acetabular cup were removed and replaced. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to acetabular cup loosening. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure from the medical records, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00813 / 00815).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00813). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.